Event description:
It was reported, ¿I carry out a report of a ruptured PICC 3l catheter that was identified in the security round of the safe venous catheter program in the hospitalization service. At the moment of performing the cure of the catheter, filtration of the insertion point is identified, permeable red lumen, resistant gray lumen, occluded white lumen. It is definitely decided to remove the catheter and identify the white lumen with filtration. This catheter was inserted in another institution. No damage or injury presented to the patient. Action taken, removal and change of catheter and report."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr triple lumen powerpicc catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 25cm and 27cm depth markings. Microscopic inspection of the split revealed a finely granular fracture surface. The split edges appeared irregular and deformation was evident in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed a leak at the split site when flushing the white-luered lumen. The lumen was fully occluded distal of the split. The split features and distal occlusion were consistent with burst damage due to over-pressurization of the catheter during flushing. Such damage may occur if the indwelling catheter becomes kinked or if the lumen becomes occluded by blood products or precipitate.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, ¿I carry out a report of a ruptured PICC 3l catheter that was identified in the security round of the safe venous catheter program in the hospitalization service. At the moment of performing the cure of the catheter, filtration of the insertion point is identified, permeable red lumen, resistant gray lumen, occluded white lumen. It is definitely decided to remove the catheter and identify the white lumen with filtration. This catheter was inserted in another institution. No damage or injury presented to the patient. Action taken, removal and change of catheter and report."